Manufacturer narrative:
Several attempts to contact the customer via phone and written format have been unsuccessful. The device was not returned to physio-control for analysis/repair. Hence, a conclusive cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that their device switched leads by itself during patient use. The customer had been monitoring a patient through paddles lead, when the unit switched to lead ii by itself. If the device spontaneously changed from lead ii while operating in advisory mode, therapy may not be able to be delivered. There were no adverse effects to the patient due to the reported issue. The patient survived the event. No further details about the event were provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). The follow up emdr #001 reads: several attempts to contact the customer via phone and written format have been unsuccessful. The device was not returned to physio-control for analysis/repair. Hence, a conclusive cause of the reported event could not be determined. The initial emdr should read: physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.